Event description:
New information received notes that the noise was inhibiting pacing.

Event description:
It was reported that during device check, noise artifact on the patient's rv lead were observed. The dependent patient reported having pre-syncopal symptoms. The lead was capped and replaced on (B)(6) 2017 due to oversensing. The patient was stable post-procedure.